Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) titanium adapters completely disconnected from the non-baxter peritoneal dialysis (pd) catheter tubing. This occurred during unspecified process steps of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: mtc (previously submitted as unknown). Correction made to b5: it was reported that one(1) [previously submitted as three (3)] titanium adapters completely disconnected from the non-baxter peritoneal dialysis (pd) catheter tubing. This occurred twice. The patient received ip (intraperitoneal) antibiotics and nystatin for prophylaxis. Correction made to d4: catalogue #: suspect 5c4129 reported. Correction made to d4: lot #: suspect 23d13h93 reported. Correction made to g1: device manufacturer address 1: foxford road (previously submitted as 2024 w winton ave). Correction made to g1: device manufacturer city: swinford (previously submitted as hayward). H10: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. The photographs were reviewed and showed a titanium adaptor and sleeve attached to a transfer set only. A second photograph shows a peritoneal dialysis tubing which is closed with a clamp. The reported condition was verified. The cause of the condition could not be verified. A batch review was conducted for suspect lot 23d13h93 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.